Event description:
A vns treating physician reported that their programming system was not working. The computer is a dell x50 handheld computer containing 8.0 programming software. It was determined to be the serial cable that was not working. The cable has been returned and analysis is pending completion.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.